Event description:
End user states while driving the power wheelchair down a steep ramp, he stopped the power wheelchair quickly and fell. End user was not wearing the seat belt.

Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. Client was not exercising caution while operating the power wheelchair and driving on non-ada compliant ramp. Hoveround's owner's manual warns, "to reduce the chance of serious injury or death from tip-over, avoid ramps and slopes that are too steep, such as those that exceed 5 degrees," and, "always use the seat belt."